Event description:
It was reported that the user received a low battery alert and the ilet did not charge despite the charging pad showing a solid indicator light; power source changes and reconnection did not restore charging, and a replacement charging pad was arranged with interim instruction to use a 10 w flat wireless charger. Customer care provided assistance that included troubleshooting of external power supply and charger function with verification of indicator status and shipping of replacement components. Investigation of this case revealed a suspected malfunction of the external charging system with the device not accepting charge though the pad indicated power. No adverse clinical symptoms reported, and blood glucose remained unaffected. Outcomes included no health impact, and no medical intervention. It was concluded that the event was related to a charging accessory or external power issue with resolution expected through replacement and use of an appropriate charger.